Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Device was not returned for evaluation and the complaint could not be confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the xenon light source had a b30 scope communication error. The issue occurred during installation. There were no reports of patient harm. While speaking with the olympus technical assistance center (tac), the customer confirmed that the maj-1430/ cable was plugged in to the front of the cv-190/video system center. The customer unplugged the cable and power cycled the tower, however, the b30 error did not clear. The customer then disconnected the keyboard from a cable management box and plugged it into the cv-190 keyboard's universal serial bus port. It was advised to the customer to always have both cv and clv units off when removing and connecting a scope. The customer removed the cable and reported still receiving the b30 error. It was suggested reseating both maj-1933 (thick) and maj-1941 (thin) cables on both sides. The customer replied via attached email stating the repaired clv-190 came in and after tightening connections (reseating both maj-1933 (thick) and maj-1941 (thin) cables on both sides.) The scope worked. The scope error code e315 unsupported scope was cleared by reseating and tightening maj-1933 (thick) and maj-1941 (thin) cables on both sides, as advised via an attached email from the customer. Also, the b30 scope communication error was cleared by reseating and tightening maj-1933 (thick) and maj-1941 (thin) cables on both sides, which was also advised via an attached email from the customer. Lastly, maj-1921 keyboard does not work issue was resolved by plugging the maj-1921 keyboard into the cv-190 keyboard port during the call. Reporter contact confirmed via email that the unit and keyboard are both fully functional again. Issue resolved.